Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of three for the same complaint; see also 3004485144-2016-00174 and 00175.

Event description:
The sales associate reported broken instruments; two torque wrench handles and two screw inserters. One screw inserter was stripped and the other broke in the case. The screw inserter that broke in the case was unable to finish tightening the final screw.

Manufacturer narrative:
Clarification: the handles were alleged to be causing the inserters to break. Two torque limiting handles were returned and evaluated. The torque output on both was found to be within specification. The complaint cannot be confirmed as the handles were found conforming. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.